Manufacturer narrative:
The pump was returned, and analysis found no evidence of anomalies. The catheter was returned, and analysis found damage had occurred to the catheter body and-or guidewire during the implant procedure. Method codes apply to the pump and catheter. Method code applies to the catheter. Result code no longer applies. Result codes apply to the pump. Result codes apply to the catheter. Conclusion code no longer applies. Conclusion code applies to the pump. Conclusion code applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Result/conclusion applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable drug infusion device. The drug being delivered was compounded baclofen. The reason for use was not reported. It was reported that the catheter was removed due to wound dehiscence on (B)(6) 2017. The device was returned to the manufacturer for analysis. The catheter would not be replaced with another device of the same manufacturer. The catheter was used in the patient for treatment and it was reported that there was patient injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via saol regarding case (B)(4). The patient weight was (B)(6) kg and height was (B)(6) inches. The patient race was caucasian. Medical history was mixed tone, gastroesophageal reflux disease (gerd), cerebral palsy (cp), severe mixed movement disorder. Concomitant medications were multiple including clonazepam and medical cannabis. The pump was delivering gablofen, lot number 2163-120. The patient was admitted to the hospital (B)(6) 2017 and discharged (B)(6) 2017. The admitting diagnoses was pump wound dehiscence. The open pump pocket incision exposed hardware date of onset was (B)(6) 2017. The patient had had intrathecal baclofen pump for 20 + years. This baclofen in the new pump was placed on (B)(6) 2017. The baclofen dose was weaned before the pump explantation. The pump and catheter were explanted (B)(6) 2017. The baclofen was discontinued on (B)(6) 2017 due to the pump explant. Per the discharge summary note on (B)(6) 2017 the patient underwent urgent intrathecal baclofen (itb) pump replacement without catheter revision by the physician on (B)(6) 2017. (Refer to manufacture report # 3004209178- 2017-13946). The patient recovered well and followed the usual post-operative course. On (B)(6) 2017 the patient presented to the emergency room with itb pump pocket wound dehiscence and exposed hardware. The patient was admitted to the hospital for presumed itb pump pocket infection. Hospital course: admission cultures were negative. The patient was started on broad spectrum intravenous (IV) antibiotics (initially clindamycin and ceftriaxone and then clindamycin and an extended course of ciprofloxacin given polymicrobial urinary tract infection (uti). Infectious disease (ID) physician followed during the entire hospital stay. A peripherally inserted central catheter (PICC) line was placed during the admission. The patient received prophylactic low molecular weight heparin (lmwh) while the line was in place. The itb pump dose was explanted on (B)(6) 2017, and the patient stayed in the hospital surgical intensive care unit (sicu) overnight given concerns about itb withdrawal. The patient did well and was transferred back to another hospital in the afternoon of (B)(6) 2017. The patient received ancel pre- and postoperatively and gentamicin postoperatively in addition to the ongoing intravenous (IV) clindamycin per nursing (nsg ) conversation with ID. The patient will be discharged on 3 days of oral clindamycin. ID has not requested formal follow-up. Severe mixed movement disorder. The patient was well-known to multiple providers at the hospital. The patient has had many pump and catheter surgeries, was on oral medications, and has a deep brain stimulation (dbs) in place (currently nonfunctional as the patient asked to have it turned off). The patient tolerated a pump wean from 1999.9 mcg daily (one of the highest doses at the facility) via flex administration to 96 mcg daily via simple continuous administration (the lowest dose which can be manually programmed at the baclofen concentration of 2000 mcg/ml) prior to pump explantation. Oral medications were added for her mixed movement disorder; she will go home on baclofen 40 mg oral (po) three times a day (tid). Clonazepam 1.25 mg po twice a day (bid), and with as necessary (prn) low-dose valium. The patient was using some benadryl prn itching on the day of discharge. The itching was further described as related to her abdominal binder and not consistent with (c/w) itb withdrawal. The patient will follow up with the physician two weeks post discharge to review movement disorder medications, evaluate her incisions, and discuss future planning. She will see another physician in 3-4 weeks. This patient received marinol while inpatient to replace the medical cannabis she receives at home. The patient has a history of neurogenic bladder with indwelling suprapubic tube. Mitrofanoff surgery was planned for (B)(6) and was now delayed. The patient intends not to pursue this until she decides whether to and/or has another itb pump placed. A urine culture from 7/28/17 yielded the following results: urine unspecified 50 to 100,000 col/ml citrobacter freundii, 50 to 100 ,000 col/ml enterococcus species, > 100,000 col/ml achromobacter species final (B)(6) 2017, organism 50 to 100,000 col/ml citrobacier freundii method rh mic, amikacin <(><<)>:2 s, cefazolin >:64 r, cefazolin isolates susceptible to cefazolin are also susceptible to cephadroxil and cephalexin. Ceftazidime >:64 r, ceftriaxone >:64 r, ciprofloxacin <(><<)>:0.25 s, ertapenem <(><<)>:0.5 s, lmipenem 0.5 s levaflaxacin <(><<)>:o. 12 s meropenem <(><<)>:0.25 s nitrofurantoin <(> <<)>: 16 s, nitrofurantoin limited to use in lower urinary tract infections. Do not use in patients with creatinine clearance less than 60 ml/min. Piper/tazobactam >:128 r, trimeth/sulfa <(><<)>:20 s, tobramycin <(><<)>:1 s ampicillin/sulbactam r, organism 50 to 100,000 col/ml enterococcus species method rh mic, ampicillin <(><<)>:2 s, ampicillin predicts activity of amoxicillin levofloxacin 2 s, nitrofurantoin <(><<)>:16 s, nitrofurantoin limited to use in lower urinary tract infections. Do not use in patients with creatinine clearance less than 60 ml/min. Penicillin 4 s, tetracycline >:16 r, tetracycline susceptible implies susceptibility to doxycycline and minocycline vancomycin 1 s, vancomycin enterococci are clinically resistant to aminoglycosides,cephalosporins,clindamycin and trimethoprim/sulfamethoxaxole organism > 100,000 col/ml achromobacter species, method rh manual mic amikacin >32 r, aztreonam >16 r, ceftazidime 8 s, gentamicin >8 r, lmipenem <(><<)>:1 s, levofloxacin 1 s piper/tazobactam 16/4 s tobramycin >8 r, her suprapubic tube was changed, and she received an extended course (2 weeks) of ciprofloxacin. ID. Recommends follow up urine studies if the patient develops sig ns/symptoms of infection. Pain: managed with use of tylenol at home. Nutrition. Oral eater. Did well; no issues. Gastrointestinal (gi). Continued equivalent proton pump inhibitors (ppi) to home regimen for gerd. Had regular bowel movements (bm) while hospitalized. Seizures, followed by physician. No issues except for some changes in keppra administration with transfer to another hospital on 8/16/17 evening (pm). Received keppra 2000 mg (B)(6) 2017 evening (pm) at the hospital, then 2000 mg 8/17/17 morning (am) at the hospital; then reverted to home regimen of 4000 mg at bedtime (q hs) at another hospital (B)(6) 2017 pm. No adverse reaction to these changes. The physician contacted in the morning (am) (B)(6) 2017 and gave no new orders. History of depression and suicidal ideation/attempts (in the past, none while hospitalized). The patient sees an outside psychotherapist, mood was generally good during this hospital stay. The patient did get frustrated at times, but no suicidal ideation expressed while hospitalized. The patient declined the hospital psychology but was followed by chaplain, personal care assistant (pca) and supportive friend, was at bedside most days during the week. The patient¿s husband visited occasionally, as did her power of attorney (poa) her uncle. Functional status: the patient has pca care during the week and relies on her husband for cares on the weekends. She does some limited crawling about her home, and tran sfers have been a concern for some time. The patient has experienced a functional decline over the last few years, with more uncontrolled movements and frequent falls. An etiology has not been determined despite extensive neurologic evaluations. The patient had a deep brain stimulation (dbs) placed. The patient had participated in aggressive physical therapy (pt) at a clinic. Family members purchased additional equipment for her home, and they are interested in additional modifications to improve her safety there. Given uncertainty about how she will do in her home environment and additional equipment she will need post itb pump and catheter explantation. The physician requested in-home pt and occupational therapy (ot) to evaluate and treat. Social worker (sw) helped identify an agency which could provide these services. The physician requested in-home nursing to evaluate the healing incision given her history of incision dehiscence in the past. The patient has a history of muscular low back pain (lbp) for which her family plans to hire a massage therapist. Resources given after conversation with members of the integrative medicine committee. Procedures and treatment provided: ln patient consultations: ID , nsg. Pt (B)(6) 2017 re: safety for home discharge. Contacted outpatient neurology (B)(6) 2017. Vitals and measurements temperature: 36.9 degrees celsius, heart rate (hr): 82 (monitored) respiratory rate (rr) 16, blood pressure (bp) 88/62 oxygen saturation (sa02) 94, weight 71.4 kilograms, (measured) general: awake, alert, nad. Speech dysarthric but intel ligible. Cardiovascular: regular rate and rhythm.(rrr) pulmonary clear to auscultation (cta) bilaterally abdomen: incisions clean, dry, intact (c/d/I). Steri-strips at pump pocket, sutures at incision on flank and incision over spine. · no redness, swelling, warmth. Extremities were warm and well-perfused. Tone is higher on her right side than her left. The patient was tight at her hamstrings, with bilateral hindfoot valgus, forefoot pronation. Mas 2/4, no clonus at ankles, no diaphoresis, no arching/excessive uncontrolled movements or bicycling. Discharge plan: discharge home with pca, in-home nursing, ot/ pt. Diet: general with thin liquids. Genitourinary (gu): suprapubic tube management per home regimen. Repeat urinalysis (u/a), culture if signs/symptoms of uti. Gastrointestinal (gi) home ppi and bowel routine. Incisions: allow steri-strips to fall off on their own. Sutures are absorbable. Restrictions: may shower, no bathing/submerging incisions in water for 30 days postoperatively. Must wear abdominal binder at all times except when showering for 30 days postoperatively. Discharge medications: home baclofen 20 mg oral tablet, 40 mg, 2 tabs, oral, three times a day (tid), benadryl 25 mg oral capsule, 50 mg, 2 cap, oral, every 6 hour, prn bisacodyl 10 mg rectal suppository, 10 mg, 1 supp, rectal, every other day, prn calcium-vitamin d 600 mg-200 inti units oral capsule, 2 capsules, oral, daily clindamycin 300 mg oral capsule. 600 mg, 2 cap, oral, tid, clonazepam 0.5 mg oral tablet, 1.25 mg, 2.5 tabs, oral, bid, depo -provera contraceptive 150 mg/ml int ramuscular suspension, 150 mg, 1 ml, lntramuscular, every 3 months, gabapentin 100 mg oral capsule, levetiracetam 500 mg oral tablet, extended release, 4000 mg, oral, bedtime multiple vitamins oral tablet, 1 tabs, oral, daily, nortriptyline 10 mg oral capsule. 1o mg, 1 capsule , oral, bedtime, pantoprazole 40 mg oral delayed release tablet, 40 mg, 1 tabs, oral, daily sertraline 100 mg oral tablet, 100 mg, 1 tabs, oral, daily sulfamethoxazole-trimethoprim 800 mg-160 mg oral tablet, 1 tabs, oral, as directed tylenol 325 mg oral tablet, 650 mg, 2 tabs, oral, every 6 hr, prn valium 2 mg oral tablet, 4 mg, 2 tabs, oral, qid, prn miralax per home dose. Medical cannabis per home dose filled remaining clindamycin course in-house. Follow-up lab/studies: getting at clinic in 2 weeks. 2.nsg in 3-4 weeks.